Event description:
On may 31, 2023, fujifilm healthcare americas corporation was informed of an event involving ed-580xt. It was reported that the scope failed culture testing three times. There is no patient involvement, death, or serious injury associated with the event. As such, this report is being submitted in an abundance of caution.